Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 11mm from the tip and approximately 5mm long. There is blood present in the inflation lumen balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, leakage of contrast media was observed upon exceeding the nominal pressure and it was then confirmed that balloon ruptured at 8 atmospheres. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.